Manufacturer narrative:
The technician found that left foot brake caster is faulty.

Event description:
The technician reported the left foot brake caster sets but will not hold when the brakes are applied. No patient injury reported.